Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported hearing an annoying sound with the device. The surgeon will be informed. Details on the further actions are still pending.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. Currently no further information is available.

Event description:
The user reported hearing an annoying sound with the device. The user was scheduled for a follow-up appointment in february 2019 but no update has been received from the clinic if this took place.

Event description:
The user reported hearing an annoying sound with the device. During a fitting session the device initially showed normal functioning but when the device was stimulated channel by channel the user reported hearing a buzzing sound. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.